Event description:
The customer was hospitalized for low bgs. It was stated that low bgs was due to over delivery of insulin from the pump. Doctor advised customer to remove pump. A replacement pump was requested due to repeated low bgs in the last week and two recent visits to emergency room. Troubleshooting was not performed at the time of call.